Manufacturer narrative:
This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this brady lead was not successfully implanted due to an unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported. Additional information received which indicated that the lead was attempted in a left bundle branch pacing implant due to the helix was not retracting nor could borrow back in with the fixed helix. The lead will be returned for analysis.

Event description:
It was reported that this brady lead was not successfully implanted due to an unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported.